Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion since receiving it "a couple weeks ago". Customer further reported paramedics were called and transported her to a local hospital where she has been "since the event". Customer received a diagnosis of hyperglycemia while in the hospital however it is unknown what, if any, treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date of event is unknown. Additionally, the meter serial number is unknown, therefore the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.